Manufacturer narrative:
No parts were replaced. No parts have been received by manufacturer for evaluation. Issue resolved, evaluation not needed.

Event description:
A medtronic representative reported that during a functional endoscopic sinus surgery (fess) with navigation system there was an inaccuracy of 2 mm when the surgeon was working on the balloon. During troubleshooting, representative suggested the site to cover posterior on the forehead to re-register which resolved the issue. The case was completed with the use of navigation. There was a delay of less than 1 hour. No impact on patient outcome.

Manufacturer narrative:
The software investigation found that the reported event was unrelated to a software issue as the tracer registration performed did not reach more posterior regions of the patient's forehead. The software functioned as designed.